Manufacturer narrative:
The lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during raster pattern with patient interface (pi) after laser fired. Per account, loss of suction was due to flat eyes. It was noted that two procedures were lost using the same patient interface and the surgery was completed successfully. This report is one (1) of two (2) reports.